Event description:
It has been reported to us that the occlusion balloon wire kinked, resulting in difficulty in deflation of the occlusion balloon when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted an ivus device and the occlusion balloon wire became kinked; however, the occlusion balloon remained inflated. The physician continued the procedure inserting a pre-dilatation balloon and dilated the vessel. The physician placed a stent and then post dilated the vessel. The physician performed aspiration on the vessel. The physician attempted to deflate the occlusion balloon; however, the occlusion balloon would not deflate. The physician separated the shaft at the location of the kink and deflated the occlusion balloon. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.